Event description:
The anchor broke approx half-way down the tunnel, during insertion. It was retrieved and a back-up device was used to complete the surgery. Proper technique was being followed. No excessive force was used. Clinical coordinator of surgical services/circulating nurse confirmed that the surgeon was not able to remove the threaded portion of the anchor, as previously reported to customer service. There was approx a 10-minute delay in order to open another anchor and prepare the site for the second anchor. The initial site was also prepared with the threaded dilator. Pt had good bone quality. It was confirmed that the surgeon was careful to maintain alignment during insertion. No pt injury resulted.